Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with an entristar skin level gastrostomy tube. The customer reports, "after a dr inserted this product into a pt, he found that the length was too short. He pulled it out and checked the size and found the length is less than 3.0cm. The pt had to have an alternate procedure.